Event description:
While performing onsite service for the device, the philips field service engineer (fse) discovered that the unit would not charge or shock correctly and was failing the defib test portion of operational testing. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified; q5 was defective.